Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change. Unable to determine the root cause, problem isolated to pcb2.

Event description:
The customer's family reported via phone call that the insulin pump had a recurring failed battery alarm even after receiving new battery cap. The customer¿s blood glucose was 278 mg/dl. Troubleshooting steps were provided for failed battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.